Event description:
It was reported that 1 year after a coronary artery drug eluting stenting procedure the pt experienced a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.5mm, 95% stenosed, 10mm long portion of the distal circumflex (dist cx). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.50x12mm drug eluting stent in the target lesion. The physician also implanted an unk bare metal stent in the 2nd obtuse marginal at the same time. There were no reported complications. The pt was discharged the next day on plavix and aspirin. I yr after the initial procedure the pt required a tvr for in-stent restenosis of the dist rca. The physician performed balloon angioplasty using a cutting balloon with resolution. The pt was discharged the next day. In the opinion of the physician the relationship of the tvr to the taxus stent is probable.